Event description:
A titanium t-plate was implanted on an unknown date and broke post-operatively. Plate was removed in 2001.

Event description:
The plate which was implanted on 10/10/2000, broke post operatively. Plate was implanted to treat a closed, healed malaligned deformity. The procedure was a biplane distal radial osteotomy using cortical iliac crest bone graft. Plate broke betwen 12/20/2000 and 1/10/2001 and was removed on 1/16/2001. Pt was splinted with a fiberglass splint post-op; then a short arm fiberglass cast, then at 6 wks post op the cast was removed and a removable splint was applied.